Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. The device was visually evaluated. Cracked barrels and fins were found in the returned samples. Both are known contributors to needle pull offs. The device was received in a condition which does not meet specification.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle separated from the suture. There were no adverse consequences to the patient.